Manufacturer narrative:
To date, the atrial and ventricular lead remain implanted. Should additional information become available, an amended report will be submitted.

Event description:
Boston scientific crm received information that one week post implant, the patient with this pacing system was experiencing palpitations and stimulation when the device was pacing. Upon interrogation of the device, no capture and no sensing in the atrium was observed. In addition, the ventricular amplitude was varied and the lead was capturing in the atrium. A chest x-ray was performed and revealed that both the atrial and ventricular leads had dislodged. A revision procedure was to be performed in the near future. No adverse patient effects were reported.